Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump software delivered two boluses when customer was asleep. Customer's blood glucose (bg) level was 108-134 mg/dl. Customer consumed breakfast to address bg and continued to use pump for insulin therapy.